Event description:
Patient with a double lumen powerport was in CT and the technician noted a contrast leak upon injection. The procedure was stopped, radiologist assessed patient. Port check revealed leak from the lateral port reservoir and could no longer be used. FDA safety report ID# (B)(4).